Manufacturer narrative:
The product was not returned for analysis. Only photo and video were returned. Received photo and video shows what appears to be an implanted iol. There appears to be scratch or marks on the optic surface. Based on our observations of the attached photo and video, it shows what appears to be an implanted iol. There appears to be scratch or marks on the optic surface. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Healthcare professional reported with a description of scratches on the optics. Additional information was requested.